Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Seven system error 322 events were confirmed through review of the device's history log. The alarm was also able to be reproduced during the eval. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the alarm. The upper aux was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was having system error 322 alarms. It was also reported that there was no pt injury.